Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. A synergy stent was previously implanted in the left anterior descending (lad) artery and was slightly hanging out in the left main (lm) artery. The physician did not get some plaques yet going towards the lcx and compromised the ostium lcx, so the physician attempted to put a second synergy drug-eluting stent in the ostium of the lcx after pre-dilatation. However, the device could not cross by the lad in the lm. The physician proceeded with a buddy wire into the lcx and tried to pass the device again a couple of times until the guide catheter was slightly disengaging from the lm. The stent got dislodged in the lm and the physician decided to deploy and crushed it in the lm. The procedure was completed.